Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep checked the generator battery voltage. The inhouse biomed will order and replace the batteries.

Event description:
It was reported that the 2600 system intermittently displayed charger failed errors during a case. The procedure was completed without further incident. No pt injury was reported.